Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/2/2023. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. H3 investigational summary: the product received for analysis was identified as product code z494g.visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed at the suture attachment of the needle. The needle was received in one piece as the mating fracture surface was not completely detached. The needle was noted with marks that appears to be by surgical instrument. A scanning electron microscope was used to examine the fractured surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of the sample revealed the fracture contained areas of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage observed coincidentally to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). "H3" investigation summary: the product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. One opened sample that pertains to product code z494g was returned for evaluation. It was observed the needle was broken at the swage area. Marks on the body due to the use of the surgical instrument were observed. The manufacturing records couldn't be reviewed as the batch number is unknown. No conclusion could be reached due to the sample needs additional evaluation by hsa. The following information was requested, but unavailable: what is the lot number? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date, and suture was used. When opening the package, it was found that the needle root part was already bent. No adverse patient consequences were reported. Additional information was requested.